Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to go fishing for the cotton piece inside- vagina [foreign body in reproductive tract] string broke off tampon [device breakage]. Case description: consumer stated on social media that the string broke off the tampon. No serious injury was reported.